Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient experienced diaphragmatic stimulation on all the vectors of the lead. The lead was turned off. When the physician performed an unrelated rv lead reposition procedure, the physician tried to turn on the lead but the device was in rf lockout mode and the device could not have interrogated in a timely manner so a temporary pacemaker was put in the patient. The lead was then retested and turned back on. The patient had no issues.